Event description:
A group of falsely depressed tpsa results were obtained on 15 patient samples on one testing day. The results were reported to the physician who questioned the results. The samples were repeated and higher results were obtained and reported. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed tpsa results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed tpsa results is insufficient volume in one flex(r) well set. There were no issues with alternate well sets of the same flex(r) reagent cartridge. The instrument is performing within specifications. No further evaluation of the device is required.